Manufacturer narrative:
The device was received for evaluation. During testing, device failed delivery accuracy test. The reported issue was conformed, the probable cause was physical damage to the cassette door assembly. The cassette door assembly was replaced.

Event description:
The customer reported that a plum 360 experienced inaccurate delivery during preventive maintenance. There was no patient involvement, no adverse event and no delay in critical therapy.